Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted that the valve was discolored showing evidence of blood contact. The valve was distorted; oval shaped. Green and white multifilament sutures remained attached to the sewing ring adjacent to the non-coronary and left cusps. A cut was noted through the sewing ring adjacent to the non-coronary cusp. All leaflets were in the closed position with the torn section of the non-coronary cusp on the same plane as the free margin of the left cusp. All leaflets were flexible. Punctures and/or tears observed through the tunica of the non-coronary and left cusps appeared to have occurred during implant with a sharp object such as a needle or forceps. The tear in the non-coronary cusp appeared to have significantly increased in size. A large tear noted along the lunula of the non-coronary cusp to the right non-coronary commissure appeared to have occurred during implant. The right cusp appeared intact. The non-coronary left and left right commissures were intact. A tear noted in the right non-coronary commissure appeared to have occurred during implant. Conclusion: the analysis of the device confirmed the tears. A large tear was noted along the lunula of the non-coronary cusp to the right non-coronary commissure. Also, punctures and/or tears observed through the tunica of the non-coronary and left cusps were observed. These punctures and tears appeared consistent with historical events for a puncture or laceration by a sharp instrument such as a needle or forceps during implant caused by operational context. A review of the device history record (DHR) was performed for this valve, there were no non-conformances identified in manufacturing process (raw materials, manufacturing time period, or packaging and labeling) that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution.

Event description:
Medtronic received information that upon opening this 23mm bioprosthetic valve, the surgeon noticed that in the region of the suture of the leaflet to the stent, there was a small perforation. The surgeon performed the implant and removed the cinch system. The surgeon tried to achieve closure of the hole through a suture with polypropylene, which resulted in increased size of the perforation.the bioprosthetic valve was explanted and successly replaced. There were no adverse patient effects. The valve will be returned for laboratory analysis.

Manufacturer narrative:
No product has been returned for laboratory analysis; however, the return is still expected. Without the return of the product, no d efinitive conclusion can be made regarding the clinical observation at this time. Upon completion of our investigation, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.